Event description:
It was reported that the device was not producing audible alarms. No patient injury was reported.

Event description:
It was reported that the device was not producing audible alarms. No patient injury was reported.

Event description:
Additional information received via email 21-feb-2022. Found during preventive maintenance (pm). No patient involvement.

Manufacturer narrative:
Other, other text: additional information d4 UDI is unknown. No product information has been provided to date. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Received device with faulty printed circuit board (pcb), cracked tank cover, and front cover. Device contains wear and tear on the line cord and corroded drain fitting the technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The liquid crystal display were missing pixels. The root cause of the reported issue is found to be a faulty pcb. The technician replaced pcb.